Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# va0rcv6, implanted: 2015-(B)(6), product type: lead. Product ID: 3708660, serial# (B)(4), implanted: 2015-(B)(6), product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3708660, serial# (B)(4), implanted: 2015-(B)(6), product type: extension. (B)(4).

Event description:
It was reported that the patient had a right hemisphere hemorrhage after the deep brain stimulator placement. The deep brain stimulator was placed on (B)(6) 2015. The patient was in the hospital at the time of this report. Inquired about whether there was a waiting period between implant and MRI. The reason for the MRI was the right hemisphere hemorrhage. No outcome was provided. Further follow-up is being conducted to obtain this information. If additional information is received, a supplemental report will be submitted.